Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1318ft, suture anchor, corkscrew®, ft, micro, 2.2 mm with one #2-0 fiberwire® and two needles, batch 15292571, was received for investigation. Visual evaluation noted that the anchor's threads were damaged, and the system was returned disassembled. Functional testing was not performed due to damage to the device. The most likely cause is attributed to misuse due to misaligned insertion and prying/leveraging the device during use. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/7/2025, it was reported by a facility representative via email that ar-1318ft corkscrew ft sutures did not seat on bone. This was discovered during a procedure. Additional information received on 5/6/2025: this was discovered during a tenorrhaphy for laceration central band ipp d2drt procedure on (B)(6) 2025. The anchor failed when it was attempted to be fixed in the patient's bone. The threads of the screwdriver did not bite into the bone. The anchor was removed; however, nothing broke inside the patient. The case was completed using a new ar-1318ft corkscrew ft. The case was delayed about five minutes, but no additional anesthesia was needed.